Event description:
Additional information received from a consumer reported that the pump alarmed in (B)(4) 2015 and was still alarming. The patient went through withdrawals (as previously reported). The dose of dilaudid was 0.28 mg/day, the concentration was unknown. The patient did not have an hcp. The patient was provided with hcp listings, and was redirected to an hcp. The cause of the alarm was still unknown. Follow up had been performed to identify the cause of the alarm. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by the reporter) and previously receiving morphine (concentration and dose unknown by the reporter) via an implantable pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient reported that "three times" the healthcare provider let the patient go into withdrawal. Per the patient one time it was because they were on vacation and they were closed. The patient couldn't remember what happened the other times. The patient was currently seeking a new physician. The patient's physician had dismissed the patient because "he told him I had smoked pot". Additional information was received from the patient and he stated that he "knew it was about time for the pump to be changed; it started alarming". The alarming started in (B)(6) 2015. The patient's wife went to the clinic and stated that the patient needed to be seen. They were told he owed (B)(6). They paid it because the pump was alarming. Per the patient, "they still went ahead and fired me". The patient "had to lay at home and go through withdrawal" at his house. He also stated "I had enough oral meds". As of (B)(6) 2015, the pump was still alarming. The patient stated that the reason for his call was due to dissatisfaction with his pain clinic. The patient's pump was refilled by "(B)(6)". The patient's concern was not resolved. Additional information received from the consumer reported that the pump was alarming because he ran out of medication "4 weeks ago" (approximately (B)(6) 2015), and the patient went through withdrawal already. Follow up was requested to obtain patient outcome, troubleshooting, cause of the empty pump, as well as if the previous alarm was related to the empty pump. If additional information is received, a follow up report will be sent.

Event description:
The patient reported that records show the patient had their pump turned down 3 times, not up as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional received from a consumer reported the pump is still empty and alarming. The alarm was reported to have happened in (B)(6) 2015. The cause of the empty alarm was due to a missed refill. The patient had been using a doctor for refills only, however was referred to another refilling service. The refilling service had been coming to the patient's home and filling the pump. The patient's deducible increased (B)(6) after the affordable care act (obamacare) and the patient could no longer afford the refilling service that came to the patient's home. The patient then went back to the healthcare provider (hcp) that had been refilling the pump, however due to a billing issue the hcp would not see the patient. The patient was running out on the pump. A week later the patient's pump ran out and the patient went through withdrawal. The patient saw another hcp friend and asked for benadryl, as the patient had withdrawal in the past. Every time that patient went to this doctor he wanted to turn the pump up and inject steroids in the patient's back. The patient reported that records show the patient had their pump turned up 3 times. The refilling service was now working with the patient to see if they can supplement with medicare to do refills at home. The patient reported that their pump needs to be replaced, but only one certain doctor can do that. The consumer reported the pump is 10-11 years old and is about to die.